Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due a blood glucose (bg) level over 500 mg/dl. Fluids and insulin injection were used to address the bg level. After a few hours, the customer was stable and bg was within range. The customer resumed insulin delivery via pump. The customer reported the high bg was due to a "bad site location". The type of infusion set was not reported.